Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the back therapy electrodes were pinching her spine and caused sores that were not open or weeping. The patient applied a band-aid at the direction of her medical professional and removed the device for a few hours for a few days. The patient reported that the irritation healed.